Event description:
It was reported that the abgii modular stem and neck were revised due to metal fretting at the neck/stem juncture.

Manufacturer narrative:
It was noted that the patient has hired an attorney and is keeping explanted implants for litigation purposes. If additional information is received it will be reported on a supplemental report. This is the same patient/event as MFR # 9616680-2012-00973.